Manufacturer narrative:
Correction: the explant date was inadvertently left out in the initial report which has been added to this report. Investigation summary: impella cp sn (B)(6) returned. Pump stop - after 14 days on support, pump stop occurred. No clot found at explant. Data log review showed data logs were not recovered that showed pump stopping. Lt logs go through 01nov25 and rt logs recovered end at 1219 on 06nov25. The returned pump was found to have a large purge gap, indicative of bearing wear. Additionally, biomaterial was found in the excess gap. Pump attempted to be started and pump stop occurred immediately, even after biomaterial was removed. The cause of the pump stop was bearing wear due to the large impellor purge gap seen on the returned pump. As the pump stop occurred on day 14, and per design trace matrix 0046-9910 the cp c9 pump has an intended design life of 8 days, this is an end-of-life problem. Device history review: pump s/n (B)(6) passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a pump stop. The impella cp was explanted. No patient harm was reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿